Manufacturer narrative:
A philips remote service engineer (rse) reached out to the customer who declined service and repair from philips. The customer stated they are working with their biomed team to resolve the issue. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the expression patient monitor (mr400) indicating that customer is having intermittent issues where the display screen freezes and is unavailable for use. The device was in use on patient at time of event, there was no adverse event reported.